Manufacturer narrative:
(B)(4). Concomitant devices: trabecular metal tibial cone, medium 31x31mm catalog #: 00545001331 lot #: 64700231; tibial component precoat size 2 catalog #: 00588000200 lot #: 64146578; stem extension straight 12.7 mm dia. X 30 mm length (combined length 75 mm)catalog #: 00598801212 lot #: 62762283; trabecular metal femoral metaphyseal cone, 35mm, small, left catalog #: 00545002035 lot #: 64249422; stem extension straight long 14mm dia x 155mm length(combined length 200mm) catalog #: 00598801114 lot #: 63240767; prc agmt block dist sz e 10mm catalog #: 00-5990-035-20 lot #: 62708077; prc agmt block dist sz e 10mm catalog #: 00-5990-035-20 lot #: 63789533; prc agmt block dist sz e 5mm catalog #: 00-5990-035-01 lot #: 63832525; prc agmt block dist sz e 5mm catalog #: 00-5990-035-01 lot #: 64630746. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested from hospital and not returned . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565 - 2021 - 01942, 0001822565 - 2021 - 01965. Investigation incomplete.

Event description:
It was reported a patient was revised due to hinge post was dislocated from rotating hinge knee femoral hinge and articular surface was dislocated from tibial component. Attempts have been made, but there is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The results of the investigation are as follows: -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.